Event description:
At about 2 weeks after the primary, the patient came in reporting pain due to an acetabular fracture and the cause of the fracture is unknown. The surgeon revised the medacta cup and liner with a competitor&rsquo;s products and revised the medacta head with another medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 december 2025 lot 2401643: (B)(4) items manufactured and released on 22-july-2024. Expiration date: 2029-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.. Root cause:based on the information available, no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.